Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet failed to advance inside the lead. The lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of ¿the stylet failed to advance inside the lead¿ was not confirmed. As received, a complete lead was returned in one piece for analysis. A stylet could be fully inserted into the lead without any difficulty. Visual and x-ray inspections found no anomalies. Electrical testing found no shorts or conductor fractures.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.